Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned in three pieces. Ailure event observed during analysis. Final analysis found an internal insulation abrasion breaching rv/re cables lumen at 1.6 cm to 3.2 cm measured proximally from the proximal end of rv shock coil. Rv/re cables etfe coating was intact in this abrasion region. Additionally, internal insulation abrasion breaching rv/re cables lumen was noted at 2.7 cm to 4.0 cm measured proximally from the proximal end of svc shock coil. Rv/re cables etfe coating was intact and the inner coil was not exposed in this abrasion region.

Event description:
This report is to advise of an event observed during analysis.